Event description:
Customer called to report that the reagent probes of the unicel dxc 600 synchron system were leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system, but could not determine the cause of the leak. The fse replaced the syringe and the t-valve assembly, which appeared to resolve the instrument issue. The repair was verified per established procedures, confirming that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue could not be determined, but was resolved when the fse replaced multiple hardware parts. Customer has not called back to report any further issues relating to this event. (B)(4).